Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt (age unknown) with the device in sync mode. The clinicians charged the device, but during the charge cycle the screen went blank and the device lost power. They then "manipulated the power cord and the device came back on," but again the device lost power. The clinicians were able to obtain another device to successfully cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.